Manufacturer narrative:
The tech found the side rail latch is bent. The tech replaced the side rail latch to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.